Manufacturer narrative:
(B)(4) .

Event description:
It was reported that patient received three inappropriate antitachycardia pacing therapies and one hv shock for atrial fibrillation. Programming changes were made. Patient's condition was good.